Manufacturer narrative:
(B) (4).

Event description:
The reporter stated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens on (B) (6) 2009 in the patient's right (od) eye. The lens was explanted on (B) (6) 2009, due to excessive vaulting associated with narrowing of the angle and shallowing of the acd. The lens was exchanged for a shorter model.